Event description:
During evaluation of a returned spectrum pump, the device experienced low audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, device experienced low audio. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be dislodged speaker which requires rear case replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.